Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set detached at quick release. The site location was at the abdomen and the pump was worn on the belt clip on the same side. The infusion set was being used for 1 day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient reported there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. The patient did not perform any unusual activity that might have caused detachment. No further information available.